Manufacturer narrative:
(B)(4). Investigation summary: no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported with painful and unstable tka implanted in 2008 lcs std + femur, std+ 12.5 rp poly, & sz 3 mbt rp tibia). X-rays appeared to indicate significant medial subsidence of the tibial component resulting in an apparent partial spin out of the tibial insert. Both components were well fixed. Revised femoral component, tibial component & tibial insert to tc3 rp mbt revision components resulting in a stable construct. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.